Event description:
It was reported that some skyline plates can no longer be bent with the skyline bending pliers (286860200 plate bending instrument). The pliers do not fit the plate. Inspection of the implants shows that the implants that do not fit into the bending pliers have a different plate design than the plates that can be bent. These plates have an elongated slot in the bending zone, while the bendable plates have a more square recess into which the bending pliers fit. There was no patient involvement. The issue was noted preoperatively.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: photo investigation: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed that there are plates without bending when compared to others that do exhibit bending. However, these plates correspond to product number 186803042, which are identified as short level plates. According to the skiline catalog 51662-230616 07/23, ¿shorter level plates have a medial slot only. Additionally, in the surgical technique guide 1220221-210120 emea 02/21 does not specify that multi-level plates lack bending zones, it only state that single level plates do not have bent zones and therefore cannot be bent. Therefore, it is reasonable to conclude that these plates cannot be assembled using the "plate bender" instrument, as they do not have a designated bending zone. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the sky 2 level plte 30mm ti would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.